Event description:
On 12(B)(6) 2014, an arjohuntleigh engineer attended site to carry out a scheduled service call, the lifting system was found to be unsafe for use as rail installation was not completed correctly, end caps and xy safety stops were missing, fixed rails were too short and supported on wall place end stop. The equipment was installed approx. 4-5 years ago by another third party company and since that the hoist has been serviced by them.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.